Event description:
Iabp was inserted. Upon starting balloon pump, several error messages appeared on screen. Teleflex on call support was contacted. Balloon pump was removed and a new balloon pump was inserted. Removed balloon pump appeared to have ruptured.